Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Multiple attempts were made by tandem technical support to determine how the elevated bg was addressed; however, no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.